Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. After the case, the interior of the level sensor clip and contacts on the level pad were inspected. During the inspection, it was identified that the level pad was coated with a crystalline substance from the dried sodium bicarbonate. The level sensor was cleaned and tested several times with no indication problems or damage. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), the customer was using a vario twin hl20 4-pumps (B)(4) when the perfusionist spilled sodium bicarbonate solution down the front of the unit and over the level sensor clip and sensor pad. This caused the hl20 to see a sensor fault situation, shutting off the arterial pump and alarming. The perfusionist was instructed by a maquet service technician on how to override the level sensor and restart the pump. Flow resumed after approximately 30 seconds and the case was completed. (B)(4).